Event description:
It was reported that the insertable cardiac monitor (icm) moved out of the incision site. The device was explanted and replaced with a new device. The new device remains in service. No additional adverse patient effects were reported.